Manufacturer narrative:
Additional information is provided in sections h.3, h.6 and h.11. One opened knife in a blister was received for the report of blade poking through packaging. The sample was visually inspected and found to be non-conforming with the blade through the sheathing and cut through the tyvek. A review of the device history record traceable to the reported lot number, indicates that the reported product was processed and released according to the reported product¿s acceptance criteria . The photos were reviewed by the investigation site. The photos show custom pak product information pages. The photo shows a tyvek label with same product and lot number as reported. The photo shows a cutting instrument with the blade poking through the foam. The reported issue is confirmed. The complaint evaluation confirms that the blade was poking through the tyvek. How and when the blade poked through the tyvek cannot be determined from this evaluation; however, a manufacturing related issue could not be ruled out. All packages are 100% scanned by trained operators. Any non-conforming packages identified, such as the blade through the tyvek are removed from the lot and scrapped, complaints are reviewed and monitored at regular intervals for any significant adverse trends. The manufacturer internal reference number is: (B)(4). H.10 reflects all related report numbers associated with this product event that have been submitted at this time.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4). H.10 reflects all related report numbers associated with this product event that have been submitted at this time.

Event description:
A customer reported that during calibration, an employee was cut by an ophthalmic knife due to the blade poking through the packaging. The small, superficial cuts on the finger were treated with a bandage. The customer also noted that nine of the ophthalmic blades had been removed from their packages.

Manufacturer narrative:
Additional information is provided in sections d.4 , d.9 and h.4. The manufacturer internal reference number is: (B)(4). H.10 reflects all related report numbers associated with this product event that have been submitted at this time.